Manufacturer narrative:
The affected product was not returned for evaluation. The end user reported the oxygen flow from the o2 source was between 10 - 15 lpm at the time of the reported overinflation however the IFU specifically states 'connect tubing to oxygen source and adjust flow initially to 8 lpm.' This failure is presumably the result of inappropriate use and not due to defective product. This is the first time this product failure has been reported.

Event description:
The customer alleges "during a simulator event the anesthesia bag ruptured and was overinflated.." No other details were provided and no patient injury/harm reported.